Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which the allegation were confirmed with observation of fractured coils both anode and cathode from the terminal end, in the area of the suture sleeve tie-down. Hence, investigation conclusion code was design inadequate for purpose.

Event description:
It was reported that this left ventricular (lv) lead was found out to be fractured as the lead exhibited high impedance and loss of capture (loc). The lead was turned off and the atrioventricular (av) delay had been extended as far as possible to allow intrinsic conduction. The field representative will continue to monitor. As of this time, the lead remains in service. No additional adverse patient effects were reported. Additional information ws received indicating that this left ventricular (lv) lead was explanted due to high pacing impedance and loss of capture. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was found out to be fractured as the lead exhibited high impedance and loss of capture (loc). The lead was turned off and the atrioventricular (av) delay had been extended as far as possible to allow intrinsic conduction. The field representative will continue to monitor. As of this time, the lead remains in service. No additional adverse patient effects were reported.